Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that customer received a motor error alarm. Customer's blood glucose was 600 mg/dl. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was unable to prime during prime/a33 test due to moisture damage on the force sensor resistor. Unable to perform excessive no delivery test and occlusion test due to prime fill anomaly. No motor error alarm noted and the motor was tested outside the device and passed. The insulin pump was received with broken belt clip slot, cracked reservoir tube lip, minor scratched lcd window and missing the end cap sticker.